Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt did not require hospitalization for the peritonitis event. The pt was treated with a stat, ip (intraperitoneal) injection of vancotroy 2 gm, and ip gentamicin 20 mg, once daily for 14 days. The cause of the peritonitis was not reported. Additional information was requested but is not available.